Manufacturer narrative:
On 6/21/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5948824, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 200cc and experienced rupture on the left breast implant and bilateral ptosis. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 215cc on (B)(6) 2019. This medwatch is for the right breast implant.